Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue and fiducials placement procedure under general anesthesia, that occurred on (B)(6) 2022. During a computerized tomography (CT) scan, the physician had concerns about a possible rectal wall infiltration (rwi). The patient got a magnetic resonance image (MRI) scan. The imagery confirmed a rectal wall infiltration. The patient is asymptomatic. And the patient will continue with stereotactic body radiation therapy (sbrt) treatment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).